Event description:
It was reported that the 9800 sys gave an unusable, distorted image during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The interconnect cable and the footswitch were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.